Manufacturer narrative:
Updated to conform to new information received by the manufacturer. Refer to the listed manufacturer reports for more information regarding the specific events referenced in the initial report. The device code was changed to conform to this new information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 25 oct 2016. It was confirmed that the six reported pump failures were patients whose incidents had already been reported to and processed by the manufacturer. See manufacturer reports: 3004209178-2015-20632, 3004209178-2015-05650, 3004209178-2015-12465, 3004209178-2016-08019, 3004209178-2015-21042, 3004209178-2015-12458.

Event description:
Information was received from a manufacturer's representative (rep) regarding multiple patients receiving therapy via an implantable infusion pump. It was reported that the rep has had approximately six pumps fail in the past 2 years. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.